Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no led indicator light issue could not be determined, however, the issue was likely the result of a faulty front panel led. Additionally, a definitive rood cause of the observed gas leakage at the cylinder hose (k-connector) joint could not be determined, however, the issue was likely the result of a faulty k-connector unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited that the front panel light-emitting diode was flickering and there was gas leakage from the cylinder hose. There were no reports of patient involvement.